Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The fallen staple might not be from the complaint device, but from the competitive device because the staples were not u-shaped. No leakage occurred, so colostomy was not performed. The surgeon commented it is unknown why the staples fell off. He thinks it is not a serious problem since the firing was completed properly. The patient¿s condition is stable. Additional information was requested and received: did the staples fell of before the firing? =>it was found the staples fell off after the firing. Did the device fired properly? Yes. Did the device staple? Yes. Was the staple line complete? No further information is available. Were there any staples missing from the staple line? No further information is available. What was the shape of the staples (b-formation, irregular, legs straight)? No further information is available. Were the staples deployed into the tissue? Yes. Were the staples seen in the surgical field? No further information is available. Did the device cut? Yes.

Event description:
It was reported that during a robot-assisted anterior resection, it was found some staples fell off by an endoscopic camera. The device was used for the dst anastomosis between the rectum and the anus. The rectum was cut by a competitive device before the firing. It did not seem leakage or bleeding occurred. No additional treatment was required. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 9/2/2021. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The device was received with no staples present and an anvil with a cut washer. The device was loaded with staples, reset, and fired into a test skin. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form and release criteria. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.